Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was in a pedestrian accident on july 11th where the patient was riding an electric scooter/wheelchair and was hit by a car. Caller stated patient has been in a nursing facility since then and cannot urinate at all. Caller mentioned patient has not had problems in the past and now they have to use a catheter. Caller also mentioned when patient lays down it feels fine, but if patient starts to sit up in bed, the ins kind of moves a little and patient said it's so uncomfortable. Caller said patient can't really move because they saved the patient's foot but they can't put any pressure on it. Patient was brought to a care center when the accident first happened and received x-rays and mris and office said it's possible patient cannot urinate due to stress from the accident. Caller said yesterday they connected to patient's ins and the ins was off, so they turned the ins back on and increased stim until patient could feel it comfortably. Caller said the patient used to be on a very high stimulation level, like 7.5ma, but when they increased it yesterday it was at 2.0ma. Caller said symptoms have not changed for patient and patient still can't go. Caller was told to call medtronic for help. Caller mentioned that the urologist patient used to see has left the facility so they are waiting on a referral. Agent reviewed therapy optimization and options to try, as caller said patient got ins for oab not retention. Also reviewed role of rep and emailed field staff to see if they are able to help patient. Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the ins moving was not determined but they noted the likely cause as being "patient's daughter turned device off for a few days and then turned back on at 2.0." The steps taken were noted to be "patient and daughter need to work with doctors to determine next steps. They have my number to call about and questions/concerns that are interstim related." The rep noted that the issue has been resolved. The rep also noted that the cause of the ins found to be off after caller connected to it was determined and noted the cause as "it was on after the accident set up 7.0+. When patient was having issues peeing they turned off device. Now it is on at 2.0+." The rep indicated that the patient is still recovering from a recent unrelated accident and if they are still concerned with interstim they will make an appointment with their doctor's office.